Event description:
Customer responded to routine pt transport. Pt was stable and did not need defibrillation. Customer alleges that an error message was displayed. Service rep repaired device and confirmed proper operation of the device.